Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump was under delivering insulin. The customer's blood glucose level was 370 mg/dl. The customer stated that he put in a new reservoir 2 days ago and the reservoir icon was still full. The call was disconnected and no further details were provided. Nothing was replaced or returned for analysis.